Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that patient had a left foot fusion surgery. 1 plate 8 screws2 screw broken ( one still in foot) plate cracked, have had revision surgery since. Had to have revision surgery (B)(6) 2017 removal of hardware. New hardware put in.